Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was stuck on the blue windows screen. A field service engineer (fse) attempted to boot into the application were unsuccessful. The fse replaced the hard drive, but partition error was encountered. The system was restarted multiple times and reimaged; however, data synchronization issues persisted. The fse completed the data synchronization and observed the remote support service (rss) installation issues. The application had to be uninstalled and reinstalled three times before it was successfully worked. The fse then tested several items in hardware test application to confirm everything was properly functioning. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was offline in remote support service (rss). Although the station appeared to be online, it was prompting for the os password, which located on msurg. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.